Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states that patients or operators who use device for next procedure may be in danger of infection in case insufficient cleaning/disinfection/sterilization is conducted on device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the forceps elevator had foreign material and the scope connector (s-connector) is dirty. This is attributed to failure to clean adequately. Other observations for the device are: due to a pinhole on distal end rubber coating (a-rubber), water tightness is lost; a-rubber has a cut; connecting tube has a scratch and a wrinkle; universal cord has a scratch; grip has a dent; scope cover (s-cover) has a dent; switch box has a dent; due to wear of angle wire, the play of up/down and right/left knob is out of the standard value, and bending angle in the down and right direction does not meet the standard value; due to damage on charge couple device (ccd) unit, the image has shadows; and distal end cover (c-cover) has a scratch. The complaint of leakage was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This device was returned for evaluation and repair for a leak from the bending section found during preventive maintenance. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the forceps elevator had foreign material and the scope connector (s-connector) is dirty. This is attributed to failure to clean adequately. This medwatch is being submitted for the reportable issues of the foreign material in the forceps elevator and the dirt in the s-connector found during device evaluation.

Event description:
Addendum mar 17, 2023: there was no procedure planned or involved at the time of the preventive maintenance of the device when the event occurred. There is no patient involvement.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. Please see the the foreign material found in the device could not be identified. Customer is trained as per olympus training and instructions for use. However, prior to return of the device the customer could only perform the pre-clean steps and could not brush enough due to the issue of the device. Detergent used was 3m. There could be a possibility that the device was used with the presence of foreign material in it. However, no patient impact is reported so far.